Event description:
Reportable based on device analysis completed on 10nov2025. It was reported that pump tube leakage occurred. An angiojet solent omni was selected for a thrombectomy procedure. During the procedure, it was noted that the pump tube was leaking. The procedure was completed with another of the same device. There were no patient complications as a result of this event. However, device analysis revealed hypotube separation.

Manufacturer narrative:
Device evaluated by MFR: the device was returned for evaluation. Inspection of the device revealed multiple shaft kinks. The catheter was unable to prime and the console issued an under-pressure alarm message. A fluid buildup was observed inside the pump as the device attempted to regain pressure. Microscope examination revealed a hypotube separation was observed at 16 cm from the tip along with a fluid buildup inside the pump. No other issues were identified during the product analysis.